Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
Dealer reported to sunrise medical that the fork assembly fell out of the frame caster housing. Dealer is unaware of how this happened. No injuries have been reported to sunrise medical by the dealer.